Event description:
It was reported the insulin pump alarmed three times and three days. Customer had called a day before to troubleshoot, insulin pump worked fine. Customer stated she woke up and her blood glucose was 54mg/dl. Customer treated herself with a bolus and insulin pump registered no delivery. Customer stated her current blood glucose is unknown, but she feels high. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.